Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('uterine foreign body / three segments of metallic coil') in an adult female patient who had essure (batch no. 624463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included colitis, lithiasis, umbilical hernia, pelvic pain, allergic reaction and bloating. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal distension ("bloating"). The patient was treated with surgery (robotic-assisted laparoscopic cholecystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, device breakage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: medical records received new reporter information lot no was added. Medical device removal replaced with new event device breakage. Additional events - pelvic pain and bloating added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('uterine foreign body / three segments of metallic coil') in an adult female patient who had essure (batch no. 624463-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included colitis, lithiasis, umbilical hernia, pelvic pain, allergic reaction and bloating. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal distension ("bloating"). The patient was treated with surgery (robotic-assisted laparoscopic cholecystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, device breakage and pelvic pain to be related to essure. Lot number 624463 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('uterine foreign body / three segments of metallic coil') in an adult female patient who had essure (batch no. 624463-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included colitis, lithiasis, umbilical hernia, pelvic pain, allergic reaction and bloating. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and abdominal distension ("bloating"). The patient was treated with surgery (robotic-assisted laparoscopic cholecystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, device breakage and pelvic pain to be related to essure. Lot number 624463 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.